Event description:
A biomedical engineer reported that prior to a procedure the unit would not recognize the footswitch. There was no patient involvement. Additional information is not expected.

Manufacturer narrative:
The system was examined and the reported event was replicated. The cable was replaced as preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 15, 2005. Based on qa assessment, the product met specifications at the time of release. Footswitch cable was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch cable was connected to a calibrated system and found to meet specifications. The root cause of the reported event can be attributed to the cable. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).